Event description:
It was reported that the lead exhibited low impedance. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the inner insulation was abraded in the area where the suture sleeve was placed. The damage to the inner insulation which resulted in shorting of the coils would account for the reported low lead impedance.